Event description:
On (B) (6) 2010, the lay user/reporter contacted lifescan alleging that the onetouch ultra2 meter read inaccurately high. The medical surveillance specialist (mss) classified this complaint based on customer service representative's (csr) documentation. The reporter said the pt obtained a reading of 175 mg/dl on (B) (6) at 8:25 pm. The reporter also mentioned a result of 100 mg/dl on another meter around the same time. He said that the pt took 2 units of novolog insulin based on the reading instead of 1 unit, which is her average usual dose. The pt reportedly became very weak and started sweating shortly (within several minutes) after she took the additional unit. She tested her blood sugar when she had symptoms and obtained readings of 30 and 40 mg/dl. The pt reportedly had sugar to treat her symptoms. According to the troubleshooting performed with customer service, the unit of measure was set correctly at the time of testing and a control solution test was performed with passing results. This complaint is being reported because the customer alleged that the pt's reading was inaccurately high, that the pt took additional insulin based on the result, and suffered symptoms indicative of hypoglycemia requiring treatment.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.